Event description:
Reporter indicated that vns patient had developed an infection at the generator site. The patient was scheduled for generator explant surgery with plans to leave the lead in place for future reimplant of a new generator after the infection resolves.